Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3389-40, lot# j0300439v, implanted: 2003 (B)(6), explanted: 2015 (B)(6); product type lead product ID 7482a66, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type extension product ID 7482a66, serial# (B)(6), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type extension product ID 7482a66, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type extension product ID 7482a66, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had experienced chronic intermittent infection which had been ongoing since original implantation. The patient had not had meningitis. Signs and symptoms of the infection had included wound erosion. The primary location of the infection was behind the patient¿s ear at the connection block.